Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. One day following the date of onset, the patient was hospitalized for the event. On the same day, the patient began intraperitoneal (ip) treatment for the peritonitis with injection fortum, 1 gram, once a day and injection vancomycin, 1 gram, after 5 days for two weeks. At the time of this report, the treatments with fortum and vancomycin were ongoing. Six days after being admitted, the patient was discharged from the hospital. Five days after the date of onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.